Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The returned ventilator device was tested in our laboratory. Performed pre-use checks passed successfully both before and after the ventilation test. The simulate use testing was performed during several days without any deviations/technical error codes noted. The reported problem was not reproduced in a laboratory environment. Evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. The ventilator was turned off and turned on again by the user immediately after the event; no more technical alarms were generated after the device restart. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient and ventilation stopped. One indicated disabled valves and the other internal memory error. There was no patient harm. Manufacturer reference#: (B)(4).